Event description:
Boston scientific received information that the communicator was not working and the power cord was hot to touch. A boston scientific company representative verified that it happened for two days and that no one was hurt. The company representative also verified that there was no light illuminated on the power cord and that the patient used the original power cord. A replacement communicator and return label were sent to the patient's address. The communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, after thorough evaluation of this communicator, results indicated that the brick become hot to touch and its case melted during voltage and temperature measurements. There was an audible ringing sound made by the brick while plugged into the ac source and a burning smell was observed.